Event description:
It was reported that the patient underwent a surgical procedure to revise their artificial urinary sphincter (aus) due to recurring incontinence secondary to urethral atrophy. The physician elected to implant a second cuff, no action was taken regarding the chronic cuff as it was noted to still be functioning as expected. There were no patient complications. A supplemental report will be submitted should additional information received.